Event description:
User facility reported to (B)(6) that during two procedures, patients were on n20 / o2 less than 10 minutes before vomiting. Staff in the room were getting headaches.

Manufacturer narrative:
Device was received and tested. Manufacturer could not duplicate reported problem. Evaluation of device did find the n20 diss fitting #24036 had some minor damage, but damage would not cause a leak.